Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the viper2 x25 set screw inserter was found the tip of device broken. The broken fragment was not returned. A dimensional inspection for the viper2 x25 set screw inserter was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the viper2 x25 set screw inserter would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for viper2 x25 set screw inserter, was conducted identifying that lot number: mf4292601 was released in one batch. Batch1: lot qty of (B)(4) units were released on 29 june 2018 with no discrepancies. Supplier : depuy spine : bridgewater. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in germany as follows: it was reported that intraoperatively on (B)(6) 2022 the inserter twisted off, and the screw extension sleeve could not be fixed to the screw. There was no patient harm and there was no surgical delay reported. During manufacturer's investigation of the returned device it was revealed that the tip of the viper2 x25 set screw inserter is broken. This report is for one (1) viper2 x25 set screw inserter. This is report 2 of 2 for complaint: (B)(4).